Event description:
It was reported that a catheter extension set with one-link needle-free IV connector under infused when used with a power injector. This occurred during patient infusion of contrast media for a computed tomography (CT) angiogram. The reporter¿s main concern was that the set was causing the power injector to slow down. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.